Event description:
The manufacturer received information alleging visualization of white spots on the flip lid seal. The patient alleges a horse throat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
In previous report, reporter captured incorrect information in the following fields. It has corrected in this report. In general information: legacy complaint ID has been corrected. In section h: device eval. By mfg, device avail. For eval and patient outcome code grid has been updated.